Event description:
It was reported that in the fast-fix 360, t2 was deployed with t1 at the same time. No patient injury reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that in the fast-fix 360, t2 was deployed with t1 at the same time. No patient injury reported." The device is in good condition although t1, t2 and suture were not returned. The device shows no damage having no obvious signs of aggressive use. Typically simultaneous deployment presents a bent or twisted device. There is no apparent twisting or bending of the delivery needle that would hinder deployment or successful anchoring. A functional test confirmed that the device cycled and actuated as intended. No mechanical problem was noted. No root cause related to the manufacturing process was established. There are no other related complaints associated with this manufacturing lot.